Event description:
Customer reported air bubbles in her reservoir while changing her infusion set. The customer's blood glucose was 52.2 mg/dl at the time of the call. Troubleshooting occurred with filling a reservoir. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.